Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle clogging was noted. In addition, air/water cylinder discoloration, suction cylinder discoloration, grip shaved, white dots on image, water volume failure to meet standard, and connecting tube wrinkle were observed. Lastly, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the colonovideoscope had no air. During a standard service inspection of the customer returned device nozzle clogging was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.